Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead appeared to be oversensing the qrs. The lead was reprogrammed to a lesser sensitivity. The lead remains active and in place. No patient complications have been reported as a result of this event.